Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an electrocardiogram signal issue and the link electronic module board was replaced and calibrated to resolve. Analysis further noted a broken flex spring on the black lead cable, the upper hinge plate was cracked, the stylus cable was pinched but functional, the left keyboard hinge was broken, the system fan was intermittently noisy and that the rubber pads on the lower case were damaged. All found defective parts were replaced and all other identified issues were resolved. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's slave cable would not work, that there was no electrogram. The programmer was returned for service. No patient complications have been reported as a result of this event.